Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, an 'o2 sensor error' occurred. The oxygen sensor was replaced and the issue was resolved. There was no pt involvement reported.